Manufacturer narrative:
Product analysis: broken handle was confirmed. The handle was replaced. Noisy fan was confirmed. The fan was replaced. Inability to open the programmer was attributed to broken latches. The latches were replaced. The programmer's emergency key was found to be non-functional and was repaired. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer handle was broken. It was further reported that the programmer's fan was noisy. It was further reported that the programmer would not open. The programmer was returned for service. There was no patient involvement.